Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that upon interrogation replace system controller and replace backup battery alarms were noted. Low speed advisory alarms were also seen. Log files confirmed low speed operation events on 25aug2022 with elevated power readings. X-rays were submitted that did not reveal any obvious areas of concern. A driveline evaluation was performed. Continuity and phase interrupter tests were performed and no open conductors or wires were found. No issues were noted with the cosmetic appearance of the driveline. An unshielded patient cable was provided and the alarms resolved. The patient presented on (B)(6) 2022 after having a syncopal event and a fall. Several pump stops were noted. The syncope was thought to be due to the pump stop. The patient experienced bruising to the left side of their face due to the fall. Log files recorded speed reductions and motor stopped events while connected to battery power on 08sep2022. X-rays of the driveline were submitted for evaluation that revealed that the pump end bend relief appeared to have an unusual bend. No concerns were noted on the external portion of the driveline. The patient experienced a pump stop while sleeping and laying on their left side. Follow up log files confirmed a low speed and pump stop event on 12sep2022. A percutaneous lead replacement was performed on 13sep2022. The patient was to remain on an unshielded patient cable or batteries for long-term use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to the reported alarms. Although a specific cause could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. A distal-end driveline replacement was performed on (B)(6)2022 and approximately 18.5 inches of the external portion/distal-end of the driveline was returned for evaluation. Evaluation of the submitted log files revealed pump stop events that were consistent with potential driveline damage. The replaced driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires under the microscope appeared unremarkable. The returned portion of the driveline was submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU rev. H and the heartmate ii patient handbook rev. G are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had another pump stop on (B)(6)2022. Log files confirmed low speed events and pump stops on 13sep2022. Additional follow up log files contained continued low speed and pump stop events while tethered to an unshielded patient cable and batteries related to a phase-to-phase driveline issue. Related manufacturer report number: 2916596-2022-13489.